Event description:
It was reported that the patient experienced worsening heart failure. Shortness of breath has been progressively getting worse with increased edema and weeping of bilateral legs, chronic atrial fibrillation, and anemia. X-ray-findings are compatible with developing moderate acute congestive heart failure (chf). There is evidence of at least small bilateral pleural effusions. An echocardiogram indicates the atrial and right ventricular leads which traverse the tricuspid valve reveals localized thickening. The possibility of associated thrombus with these leads cannot be entirely excluded. The patient received medication and prolongation of hospitalization. The leads remain in use. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35, implantable pacing lead, (B)(6) 2004; c4tr01, implantable pulse generator, (B)(6) 2013. (B)(4).